Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called and reported that they got hospitalized due to low blood glucose around (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer used food to treat the lows. The customer stated they had a high before they went low. The customer experienced symptoms such as being unresponsive and confusion. The customer was wearing the insulin pump during the incident. The customer alleged pump over delivery. Troubleshooting was completed but did not resolve the issue. The customer stated their pump drive support cap was sticking out. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08715 inches. No over delivery anomaly or under delivery anomaly noted. The stop device also passed self test, off no power alarm test and a21 error test. No displacement anomaly or motor anomaly noted. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. No broken off or missing reservoir tube lip noted. Device had cracked display window, cracked case at display window corner and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.